Event description:
Additional information: it was reported that the patient stopped receiving therapeutic effect following a fall. The catheter was found to be fractured and leaking. At a revision surgery (B)(6) 2011 the damaged section was replaced. All information regarding therapy problems following the surgery will be reported with manufacturing report #3004209178-2012-03853.

Event description:
It was reported that the patient has not had therapeutic effect following a catheter revision. Per the reporter in 2011, the spinal segment of 8731 sc was used to repair the catheter. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. Catheter: model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had taken a number of falls in the past few months and that he did not feel like he was getting relief of his spasticity. A dye study and rotor study were performed and everything looked like it was intact. The patient decided he wanted to decrease the intrathecal baclofen and see how his body responded. The patient now had saline in his pump and had noticed no increase in his spasticity. The patient had not made a decision on what to do next.